Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were unresponsive. The reporter stated that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection revealed that there was moisture through the display lens. A leak test was performed and a display lens leak was found. The keypad was found to be fully intact; there was no damage observed. The complaint of the unresponsive keypad buttons was not able to be duplicated during testing. All keypad buttons responded appropriately. The keypad cover was removed and no contamination was found under any button contacts.